Event description:
It was reported that during a da vinci surgical procedure, the vessel sealer instrument had a sealing issue. On 01/13/2015, an intuitive surgical, inc (isi) representative contacted the robotics coordinator at the site. It was indicated that the vessel sealer did not seal and no error message was received. The instrument was replaced with a backup instrument. The planned procedure was completed and there was no patient harm, adverse outcome or injury was reported. No fragment fell into the patient.

Manufacturer narrative:
The instrument was received and evaluated. Failure analysis could not replicate the reported complaint of not sealing. The instrument passed electrical continuity testing. The instrument was placed on an in-house system and tested; white smoke was seen coming out of a wet paper towel while testing. Based on the information provided, this complaint is being reported due to the following conclusions: the vessel sealer instrument allegedly was not fully sealing during the small bowel resection procedure, could likely cause or contribute to an adverse event if the failure mode were to recur.